Event description:
The customer reported to olympus that the flex video scope had a bad angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found foreign matter in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the deformation of the plug unit. Additional issues were identified during the device evaluation: due to wear of the angle wire, the play of the upward and downward angulation control knob is out of the standard value; an abnormal sound was made due to damage to the upward and downward angulation control knob; the adhesive on the bending section cover or distal sheath had a crack; due to clogging of the nozzle, the water removal ability does not meet the standard value; the upward and downward angulation control knob had a scratch. The free-engage knob had a scratch, the forceps elevator and lock engagement lever had a scratch, the image guide protector was cut, the light guide lens had discoloration, the plastic distal end cover/probe cover had a scratch, the connecting tube had a peeling coating, the connecting tube had a scratch, and the connecting tube had a wrinkle. The foreign material found has been attributed to insufficient cleaning. The customer provided their cleaning, disinfecting, or sterilizing processes. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown if the customer has any idea about the nature of the foreign material. It is unknown if there was a delay in the start of the precleaning or abnormalities in the accessories used for reprocessing. It is also unknown if the customer flushed the air or water nozzle with water and air and wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. Lastly, it is unknown if the customer flushed the air/water nozzle channel with the detergent solution or presoaked the endoscope in the detergent solution.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined.   The events can be detected and prevented in accordance with the following sections of the instructions for use: ¿instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3, ¿cleaning, disinfection, and sterilization procedures,¿ describe how to prevent the subject event.¿   olympus will continue to monitor the field performance of this device.